Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump logs listed a motor stall on (B)(6) 2011, which was when the pt had an MRI. At the pt's last refill, the hcp aspirated a "significantly larger volume than expected" from the pump. The pump contained fentanyl and bupivacaine. The pt experienced "no pain relief". A roller study was conducted on (B)(6) 2011. The study identified that the rollers only turned approx 30 degrees versus the 60 degrees they should turn. The roller study was repeated and had the same outcome. The physician could not aspirate the catheter via the sideport. The pt's pain was being managed by oral pain medications at the time of the report. The pt may have spine surgery. Pump and possible catheter replacement may then be performed; per this reporter, "most likely won't have replacement for several months". Additional info has been requested, but was not available as of the date of this report.